Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information, which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained, that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported, that a delta xtend reverse construct was placed in patient on (B)(6) 2024. All implants had been implanted other, than the standard polyethylene. A 38/+9 standard poly was selected after trialing the total shoulder. Product was opened and implanted. It was noted, immediately at impaction, that the poly would introduce into the monobloc long delta stem, but would not seat fully. And would lift out of the humeral stem. In other words, the poly would engage initially, but then, move out of the intended position in a superior direction. After several attempts to fully seat the poly with no success, a second poly was opened, implanted and seated correctly. The 38/9 poly is being sent back to depuy for investigation, as it did no perform properly. Surgical delay was unknown. Doe: (B)(6) 2024. Affected side: left shoulder.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not perform. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.